Event description:
Physio-control was performing an evaluation of a device returned on recall #z-0149-2009. The device had fault codes logged in the memory indicating that the device had an ECG preamp issue that may have prevented it from correctly analyzing an ECG rhythm. There was no patient involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control determined the root cause of the malfunction to be a heat sensitive u3 chip from the digital pcb assembly. A replacement device was provided to the customer.